Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch ultra2 meter read inaccurately. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2013. The patient reported a blood glucose result of ¿12.8 mmol/l¿ with the subject meter. The patient manages his diabetes with insulatard insulin (2 units in the morning) and humalog insulin (sliding scale). Based on the alleged result, the patient reportedly administered self an increased dose of humalog insulin (4 additional units). After that, the patient claimed he fell ¿unconscious.¿ the patient¿s mother was not able to wake the patient and reportedly contacted the paramedics. The mother tried to treat the patient with ¿glucose tubes¿ and, once the paramedics arrived, the patient was given additional ¿glucose tubes¿ by the paramedics. The patient¿s blood glucose was tested on the paramedics meter; however, results were not specified. On (B)(6) 2013, the patient also reportedly obtained consistent results of ¿8.8 mmol/l¿ with the subject meter. Additional symptoms or treatment were not specified at that time. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (12/18/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 9/26/2013 and 12/11/2013, respectively, with the following findings: the test strips involved in this complaint failed testing. The test strips were found to be exposed with an unknown substance. A DHR (device history record) was completed on 11/20/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (10/18/2013).the patient¿s meter has been returned and evaluated by lifescan product analysis on 10/7/2013 and 10/10/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.